Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with an enteral feeding set. The customer reports that the tubing leaked when it was installed to the feed bag. This happened with three tubes. No patient injury and no medical intervention required.

Manufacturer narrative:
Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. 32 sample were received for evaluation including 22 new samples and 10 used samples. After the analysis of the used samples it was confirmed the reported issue of leaking was confirmed. The root cause for the leaking is a dimensional gap between the connector and tubing. A corrective action was opened at the manufacturing site to improve the dimensional gap between the cross spike connector and tubing to help mitigate leaking. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.